Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose with both a correction bolus via pump and a correction injection via mdi without requiring third-party assistance. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin delivery.